Manufacturer narrative:
The ge service rep arrived on site. Before any work was performed he noticed the interconnect cable was not fully inserted. After inserting the interconnect cable, the system is now operating as intended.

Event description:
The customer reported that the stator not on error displayed during a case. The procedure was completed. There are no reports of pt harm or injury.